Event description:
It was reported that, after the first clip applied, it was stuck when the user tries to reload it. Note: pcf reported that event occurred prior to use on a patient during inspection/functional testing. Additional information indicates the first clip was applied to neurovascular bundles during radical prostatectomy and it could not fire the second clip which was stuck in the applier. There was no harm for the patient.

Manufacturer narrative:
(B)(4). The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A closed clip was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. A double feed occurred as the second clip was pushing up against the first clip which was unable to load properly. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 8 clips remaining including the partially loaded clip, indicating that 7 clips were fired by the end user. Other remarks: the clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The device history review for the product auto endo5 ml lot# 73e1900523 investigation did not show issues related to the complaint. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned with the rotation tab bent and a closed clip stuck in the bent rotation tab. Upon functional inspection, a double feed occurred. The sample was disassembled and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined ex actly how or when the clips became out of position. CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The customer returned one-unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. A closed clip was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. A double feed occurred as the second clip was pushing up against the first clip which was unable to load properly. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 8 clips remaining including the partially loaded clip, indicating that 7 clips were fired by the end user. Other remarks: the clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The device history review for the product auto endo5 ml lot# 73e1900523 investigation did not show issues related to the complaint. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned with the rotation tab bent and a closed clip stuck in the bent rotation tab. Upon functional inspection, a double feed occurred. The sample was disassembled and it was found that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined ex actly how or when the clips became out of position. CAPA has been opened to further investigate this issue.

Event description:
It was reported that, after the first clip applied, it was stuck when the user tries to reload it. Note: pcf reported that event occurred prior to use on a patient during inspection/functional testing. Additional information indicates the first clip was applied to neurovascular bundles during radical prostatectomy and it could not fire the second clip which was stuck in the applier. There was no harm for the patient.